Manufacturer narrative:
Details of complaint: the customer reported that the monitors on the central nurse's station (cns) were blinking in and out. They would go dark as if powered off and then come back on intermittently. When they were back on, patient monitoring continued. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the cns shut down due to a failed ups. The ups is outsourced from ametek powervar, which is not a part of nk devices. Investigation of the reported issue found the issue to have been caused by a degraded third-party accessory device and not nk device deficiency/malfunction. Additional information: b4 date of this report d8 was this device serviced by a third party? G3 date received by manufacturer g6 type of report h2 if follow-up, what type?. H6 event problem and evaluation codes.

Event description:
The customer reported that the monitors on the central nurse's station (cns) were blinking in and out. They would go dark as if powered off and then come back on intermittently. When they were back on, patient monitoring continued. No patient harm was reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) monitors were blinking in and out. They would go dark as if it was turned off and then come back on intermittently. When they are back on, it was still monitoring patients. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not applicable (na) to this report. The following fields contain no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The customer reported that the central nurse's station (cns) monitors were blinking in and out. They would go dark as if it was turned off and then come back on intermittently. When they are back on, it was still monitoring patients. No patient harm was reported.